Event description:
It was reported that balloon fracture occurred. A 2.0mm x 80mm x 150cm coyote balloon catheter was selected for use. When the balloon was removed from the protective spiral packaging, a fracture was found in the balloon catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Vice evaluated by MFR: the coyote was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages.

Event description:
It was reported that balloon fracture occurred. A 2.0mm x 80mm x 150cm coyote balloon catheter was selected for use. When the balloon was removed from the protective spiral packaging, a fracture was found in the balloon catheter. The procedure was completed with another of the same device. No patient complications were reported.